Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) report: this patient has a right total hip with pinnacle metal on metal. The hip was done by dr. (B)(6) in (B)(6) of 2010. The hip is painful, with elevated metal levels. The surgeon did a liner and head exchange. The stem and cup are well fixed and retained. The trunion of the head/neck had some metalosis. The components were retained by the hospital. No surgical delay. Dor: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.